Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was as high as 496 mg/dl with a high level of ketones. The customer changed the supplies on the pump and resumed insulin delivery to address the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis. The ketones were considered at a dangerous level. The customer had difficulty breathing. The customer was given oxygen and was treated with intravenous insulin and fluids. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing. Reportedly, apidra insulin had been used in the cartridge. Tandem technical support informed the contact that apidra was not labeled for use in the pump. The customer was to be discharged from the hospital on (B)(6) 2016 and the customer was to use another pump to manage diabetes.